Event description:
It was reported that the patient experienced palpitations, low energy and generally did not feel well after their device was changed out. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 2000 (B)(6). (B)(4).